Event description:
The syncardia companion hospital cart is a large cart with wheels into which the syncardia companion 2 driver docks. It is intended for use in the hospital during the temporary total artificial heart (tah-t) implant procedure and subsequent recovery. The hospital cart can be plugged into external wall power to provide a redundant power source to the docked companion 2 driver. The customer reported that the electrical power cord "slipped out a little bit" from the companion hospital cart. The surgical team found the pt before the batteries were depleted and were able to resolve the issue. There was no pt impact. This alleged failure mode poses a low risk to the pt because it would not prevent the companion 2 driver from performing its life-sustaining functions. The companion 2 driver has redundant, alternate power sources of external batteries and an internal, emergency battery. An investigation will be conducted by syncardia and the results will be provided in a supplemental MDR.